Event description:
It was reported that the pt was having baclofen withdrawal; no symptoms reported. Rotor and dye studies were performed and were "successful". The hcp replaced the pump as it did not appear to be working properly. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a mfg employee. A process improvement plan and training are in place.